Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient was brought in-clinic after a merlin.net transmission alert was received for high impedance. Noise was reproducible with isometric testing during office visit. Lead was explanted and replaced.

Manufacturer narrative:
A fracture of the rv cable was found at 3cm from the connector pin consistent with fatigue.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.